Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels and traces of ketones. Customer did not provide a blood glucose level value, and stated their blood glucose meter read "high". Reportedly, customer will continue to use the pump for insulin therapy.